Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure the user started to smell burning (from the hand piece), and the device stopped working. The user then opened second device and continued to smell burning. The user saw smoke and a red ring at the end of the cutter (at the end of device tha harvests the vein). There was a case delay of five minutes to change out the instrument. No patient harm was reported. The model of the generator was unknown. No known impact or consequence to patient. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).